Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's spouse reported via phone call that customer received excessive radio frequency pic failed self-test. It was reported that the meter was not transferring information to insulin pump. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with no a64 alarm during self test noted. The test ultralink blood glucose meter communicates properly to the insulin pump. The insulin pump has minor scratched display window and cracked reservoir tube lip.